Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that after presented signs of inflammation presented earlier in march, on (B)(6) 2019, postoperative wound in the abdomen hyperemia appeared. Antibiotic did not work. The neurosurgery decided to explant. Hospital start date was updated from (B)(6) 2019 to (B)(6) 2019. Aware (notify) date updated to (B)(6) 2019. It was also noted there was a casual relationship with the study procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Etiology was updated to not related to study device, and related to repositioning procedure. New information received also updated the explant date to (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the issue resolved on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information corrected the etiology to probably related to left ins from not related to left ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the patient had a new infection but improved after antibiotic therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) stating the patient started with hyperemia on the side edge of the neurostimulator on (B)(6) 2019. The patient had an exposed generator so the neurosurgery team opted for the withdrawal of the neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp of a clinical study indicating the dbs generator was removed and reimplanted into the right abdominal cavity. No programming at the moment was done. The ins was removed on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported the deep brain stimulation (dbs) generator was exposed in the left infraclavicular area post procedure. The patient was hospitalized on (B)(6) 2019. Medications were administered, a surgical procedure was done, the device was interrogated, reprogrammed, and other treatment was done. The dbs generator was removed and replanted in the right abdominal cavity. The device had no programming at the time of the report. Diagnostic methods were not collected for the study. A causal relationship was reported between the left ins and the issue. It was reported the issue was resolving/recovering. It was reported the issue was life threatening but did not result in permanent impairment. No further complications were reported or anticipated.